Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid (hydromorphone) of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced multiple withdrawals since (B)(6) 2016. The patient was described as also having other health issues; a "wound from laying down all the time was noted. It was indicated that there was something wrong with the patient's pump. A port study was performed, but everything seemed to be fine. There were no pump alarms. A physician would increase her dose every time she goes into withdrawal, but the dose increase helped temporary and then she would go into withdrawal again. The situation was being addressed by a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said she was having major problems and the pump was not working right. The patient reported that every week the pump stopped and she went through withdrawal. The patient reported that she did not start keeping track until recently and that this had been going on for years. The patient reported that she knew one time was at christmas 2015. The patient reported that she could not eat at all, losing mass amount of weight, sweats, chills, could not move, it was like trying to move with a huge boulder on her. It was reported that the most recent withdrawal occurred on (B)(6)2017. It was reported that the patient was receiving dilaudid at a concentration of 20.0 mg/ml and dose/frequency of 2.748 mg/day. No further complications were reported.